Event description:
On (B)(6), 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. At the moment of the trunk-ipsilateral leg deployment (pulling the deployment knob), the proximal end of the device dropped into the aneurysm sac. The physician tried to push it up using the balloon catheter but failed. Then he performed conversion to open surgery. The trunk-ipsilateral leg was removed and vascular graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation smaller than or equal to 60 degrees.